Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data could not confirm the reported behavior, as the described issue is not visible in the programmer log files. - however, it can be suspected that the reported issue resulted from a poor management of the resolution by the graphic card of the programmer. - it should be noted that normal functioning was restored at the next refresh of the module.

Event description:
Reportedly, when switching between different screens in the manager module, the screen shortly shrank on the top left corner for about half a second and then came back to normal. The issue was not observed once the interrogation was started.

Event description:
Reportedly, when switching between different screens in the manager module, the screen shortly shrank on the top left corner for about half a second and then came back to normal. The issue was not observed once the interrogation was started.